Manufacturer narrative:
The date of the event onset was reported as ¿two months ago¿. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The patient was hospitalized for ¿more than a month¿ for the event. The cause of the event, treatment details, action taken with dianeal therapy, and the patient¿s recovery status were not reported. No additional information is available.